Manufacturer narrative:
As reported, the patient developed a mesh infection post implant of 3dmax mid mesh (implant date unknown) and underwent removal of mesh. No additional information was available upon request. Based on the information provided, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient's postoperative infection. Infection is listed in the adverse reactions section, of the instructions-for-use, supplied with the device as a possible complication. The warning section states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." A review of manufacturing records could not be performed as the lot number was not provided. Note: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the patient developed a mesh infection post implant of a 3dmax mid mesh and underwent removal of mesh on (B)(6) 2026.